Manufacturer narrative:
The event occurred outside of the united states, while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. At an unknown time the patient received a blood glucose result of 21.0 mmol/l on his performa combo device. The patient experienced hyperglycemia and suffered from ketoacidosis. The patient is only 4 years old; therefore,the mother treated the patient with several injection's of 0.5 units of novorapid insulin, until blood glucose decreased. The total amount of novorapid insulin injected was unknown. The patient was not hospitalized. The infusion device was requested to be returned for product evaluation.